Event description:
Nurse used chemstrips to ascertain infant's sugar level. The rn thought the reading was low and not what had been infant's previously recorded levels. She noticed on the back side of the chemstrip that what should have been a consistent blue was "blotchy" and an "uneven" color. Did a second chemstrip with same result and again there was an uneven blotchy color. Secured chemstrip from different lot and result was more consistent with previous readings.

Event description:
Nurse used chemstrips to ascertain infant's sugar level. The rn thought the reading was low and not what had been infant's previously recorded levels. She noticed on the back side of the chemstrip that what should have been a consistent blue was "blotchy" and an "uneven" color. Did a second chemstrip with same result and again there was an uneven blotchy color. Secured chemstrip from different lot and result was more consistent with previous readings.